Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the 'up' and 'ok' keypad buttons were unresponsive. There is no additional information available at this time. This report is being made based on the alleged keypad malfunction.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was intact. Evaluation revealed that the contrast, ok and up arrow keypad buttons were intermittently unresponsive. The down arrow keypad button responded appropriately. The keypad buttons do not have normal spring back or click. There was evidence of keypad contamination found under the key contacts.